Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seeing the por (power-on-rest) screen and their therapy stopped. It was reported that the patient was going through radiation treatment for an unknown body part and therefore, electromagnetic interference (emi) could be related to the issue. The rep did not have access to the clinician programmer or the patient. It was unknown what por message was displayed on the patient programmer. Types of por messages were reviewed and it was reviewed how to clear informational and warning pors. Troubleshooting could not be done due to a lack of access to the product. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative on 2017-06-21 reporting that the manufacturer representative was able to clear the por and it was now working. That issue had been resolved. Patient weight was asked but it was unknown to the manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.